Event description:
It was reported that spinal cord stimulation sometimes worked and sometimes it didn't. It was noted the stimulation "felt like foot was asleep." It was logged that most of the time it did not relieve her pain, and sometimes it did. It was reported the patient was worse at the time of report than prior to having the implant. It was noted that as a result of the laminectomy, "she had nothing but pain in the back where he worked, since he did it". It was reported the neurostimulator site hurt constantly since a month and a half prior to report. It was noted the patient had congestive heart failure after surgery on (B)(6) 2013. It was logged that on oct. On (B)(6), the patient went to the cardiac department for care. It was reported she was disgusted with the stimulator.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).